Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a low glucose alert from the ilet system with a sensor reading of 88 mg/dl after going to bed at 222 mg/dl, then consumed a full meal and experienced a subsequent rise to 198 mg/dl; troubleshooting and education were provided regarding target range management and use of small corrections to avoid hypoglycemia and algorithm disruption. Symptoms included low glucose. Outcomes included no hospitalization and resolution through self-management and education. Investigation included user coaching on oral glucose use and device algorithm operations. Investigation of this case revealed no device malfunction, with the event consistent with cause unclear hypoglycemia followed by postprandial hyperglycemia influenced by user-initiated carbohydrate intake and corrective actions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.